Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left circumflex (cx) artery with mild calcification and moderate tortuosity. A 2.50 x 18mm xience xpedition stent delivery system (sds) was advanced to the target lesion, and the stent was successfully deployed. After post-dilatation, a proximal edge dissection was observed. The dissection was treated with a 2.50 x 15 mm xience xpedition stent, ending the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.